Event description:
Sub total gastrectomy. Reportedly, during the surgery, the logo plate disengaged from the device and fell into the patient cavity. It was not found. The report states that the "logo plate remains in the patient cavity." The procedure was completed with another device.